Event description:
(B)(4). Pain and bloating started as soon as essure was implanted. The symptoms never went away. Since then I have experience fatigue, muscular and joint pain, hair thinning, nail weakening, heavy periods (not longer), very painful ovulations, skin rash and hives. I will highlight that painful ovulations, pain all month around and severe bloating are the three worst symptoms.